Manufacturer narrative:
(B)(4). The device has not been returned /received for evaluation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"The perfusionists have seen cuts about 2-3 cm on the tubes and they had to repair 2 tubes. They have sent 2 other tubes to moh to investigate and inform the company." (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary gmbh requested the product for investigation. A visual inspection was performed in the laboratory of manufacturer. A machine pack(1) and a table pack(2) were delivered. Both sets of tubes were examined visually for incisions in pvc. No damage was found in the table pack(2). Only in the machine pack(1) were slight impressions (damage) on the hose surface of pvc hose(3/8x3/32x100cm) over the entire length. No cuts were found in the pvc hose of the machine pack(1). In the machine pack(1) there are damages (impressions) in the pvc hose (3/8x3/32). Based on this the failure could be confirmed. The most probable cause of the failure is found as packaging failure. A sap trend search was performed for material 70104.1992, failure code 0409 crack on tube and no additional complaint was found. Due to this information no systemic issue could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).